Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a manufacturing-related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. (B)(4).

Event description:
It was reported that pta balloon would not deflate after an inflation in a fistula. A micropuncture needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no reported pt injury.